Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The initial report documented that there were no delays to a planned surgical procedure as an identical spare device was available for use. Upon further review of the complaint, it was determined that this statement of "there were no delays to a planned surgical procedure as an identical spare device was available for use" does not apply to this complaint as the event was not related to surgery. The event occurred during routine maintenance. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine maintenance, it was observed that the small battery drive device had no power when depressing in forward, reverse, or oscillating mode. There were no delays to a planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.